Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up high, out of range pacing lead impedance and loss of capture were observed. The physician suspected damaged tip. The lead pace/sense portion was replaced, and defib portion of the lead remains active. The patient's condition is stable and good.